Event description:
It was reported that insulin gauge displayed amount different than expected and pump showed a static fill estimate despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could happen when pressure readings used to estimate insulin remaining varied widely and advised that once actual insulin amount matched the displayed value, the estimate would begin to decrease normally, and caller understood and acknowledged this explanation.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.